Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00365. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was established.